Manufacturer narrative:
Bayer case number: (B)(4). Head pain [head pain]. Muscle pain [muscle pain]. Hip pain [pain in hip]. Hair loss [hair loss]. Fatigue [fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-jul-2025. The most recent information was received on 06-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head pain") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced headache (seriousness criterion intervention required), myalgia ("muscle pain"), arthralgia ("hip pain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, arthralgia, alopecia, fatigue or headache. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-aug-2025: quality safety evaluation of product technical complaint. Amendment done from previous version as per initial sd start date of event "head pain" is updated to unknown from 17-apr-2024. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) head pain [head pain], muscle pain [muscle pain] , hip pain [pain in hip] , hair loss [hair loss] , fatigue [fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head pain") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2024, 2833 days after essure insertion, she experienced headache (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced myalgia ("muscle pain"), arthralgia ("hip pain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, arthralgia, alopecia, fatigue or headache. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.